Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to dementia and they had high blood glucose. Customer blood glucose was 750 mg/dl. Customer's another blood glucose was 300 mg/dl. Customer treated high blood glucose by manual injection. Customer stated that the insulin pump alarmed pump error alarm. The insulin pump will not be returned for the analysis.